Event description:
Patient sample when tested in gel failed to detect anti d and anti e. Customer uses dominion cells lot sob813 diluted with diluent 2+; lot 012055. Customer sent specimen to reference lab. Reference lab identified anti d, anti c, anti e when sample was tested using peg tube testing. There was no report of patient harm as a result of this event.